Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify and non-conformances, issues or capas associated with catheter kit. Device was discarded and not returned. Representative stated that the cause of the migration is unknown and the doctor did not believe there to be an issue with the pump but wanted to replace with a 40ml pump due to the patient's high dose. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Representative reported a planned catheter replacement due to several underinfusion volume discrepancies and a catheter migration. For the initial underinfusion volume discrepancy that was alleged, the expected volume was 5.68 ml and the actual aspirated volume was 9ml. Months later, another underinfusion volume discrepancy was alleged with the expected volume being 3.754ml and the actual aspirated volume being 7ml. After this discrepancy was reported, the patient complained of increased pain. Months later again, another underinfusion volume discrepancy was alleged at a refill appointment. The expected return volume was 4.755ml and the actual aspirated volume was 6ml. Approximately a week and a half later, a cap study was performed and the physician could not aspirate. The physician flushed through the extension tubing and needle to make sure there were no blockages there. The catheter had migrated down to l3 and did not look connected at the pump stem. The pump and catheter were later explanted and replaced. During surgery, it was noticed that the catheter was still connected to the pump but had pulled out and migrated down. The explanted devices were discarded.